Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited non-physiologic intervals on ventricular high rate episode, with potential exposure to electromagnetic interference. Both the rv lead and implantable pulse generator (ipg) remain in use. No patient complications have been reported as a result of this event.